Manufacturer narrative:
The handpiece was received at the manufacturer for service and evaluation. During the investigation the handpiece trigger was sticking. Based on the investigation details, the likely cause was problems with the toggle, which was replaced along with other components. Service did a clean, lube, and adjust to the device, and it was repaired and returned to the customer.

Event description:
The device was returned to the manufacturer for service, and during the investigation the handpiece trigger was sticking. There was no pt involvement during this event. The event did not occur during a surgical procedure. There were no adverse consequences reported as a result of this event.